Event description:
The patient reported erosion, itching and pain at the implant site. Additionally, the patient cut about an inch of the exposed lead off as it kept catching on their clothes. An attempt to explant the device was made on (B)(6), 2023. However, during the explant procedure, the lead fractured, and the physician removed about half of the lead. Infection was not confirmed and there are no plans to explant the remaining part of the fractured lead.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location and implanting an expired stimulator have been ruled out as potential causes. However, the questionnaire shows the patient has contraindicating conditions including being a poor surgical risk and having a skin condition where they have lipomas all over their body. In addition, the patient has a history of having implanted devices erode. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The stimulator is used to treat pain. The cause of the erosion is due to the patient being a poor candidate due to health, weight, age, or mental capacity and the cause of the fractured lead is due incorrect surgical technique (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.